Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: she is having random high blood glucose (bg) in the 300mg/dl range. She also reports that almost nightly her bg drops into the 20-30mg/dl range with no symptoms. She has a trained dog who alerts her to low bg. She is able to treat herself with carbohydrates and has not required medical attention. She also reports history of increased insulin needs and that the basal rate has almost quadrupled in the last 3 weeks. She has reviewed all settings with her health care provider (hcp) and confirms they are all correct. The hcp advised to call because he doesn¿t think pump is delivering correctly. Customer support (cs) review found the bolus history accurate, tdd accurate. She has had several occlusion alarms and she disconnects and reprimes following each alarm. Cs also finds patient has overused stomach area. Cs advised patient there is nothing to indicate a mechanical delivery issue with the pump. Both patient and hcp feel the pump is not delivering accurately. Cs advised her to stop using pump and start alternate insulin plan at this time, until the replacement pump arrives. There is no indication of pump malfunction. The bg elevation does not meet the criteria for an adverse event. This complaint is being reported because a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: unable to duplicate reported complaint. Pump history shows the last bolus was delivered on (B)(6) 2013 and the last basal was delivered on (B)(6) 2013. No alarms associated to the complaint noted in the alarm history; only typical usage observed. Tdd history is accurate when comparing delivered basals and bolus. Pump successfully completed a (B)(4) flow accuracy test. Pump found to be operating delivering accurately and within required range. During testing no alarms were duplicated. Unrelated to the complaint, a crack near the case seal of the battery compartment was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.